Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they observed excess bubbles during aspiration. After inserting the catheter into the sheath aspiration was performed, at this time they saw bubbles coming into the syringe from the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they observed excess bubbles during aspiration. After inserting the catheter into the sheath aspiration was performed, at this time they saw bubbles coming into the syringe from the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve near the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear. Boston scientific's investigation determined the tear in the outer hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.